Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced occlusion at infusion site. The blockage was at the site. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.